Event description:
During treatment of a subarachnoid hemorrhage from a ruptured left posterior communicating artery aneurysm, the physician performed a cerebral angiogram; he attempted to coil the aneurysm, but was unable to place. An enterprise stent was deployed within the posterior communicating artery, and attempted to re-advance over the vascular reconstruction device without success. Several attempts were made, there was some stent motion and the catheter was removed. Patient had right vertebral occlusion proximally and left vertebral occlusion distally. The fusiform posterior communicating aneurysm on the left provided dominant flow to the basilar artery. Attempts to place a coil within the aneurysm were unsuccessful due to severe tortuousity as well as wide neck of the aneurysm. Pt transferred to nicu for observation. Two days after the procedure, neurosurgery placed a ventricular drain to relieve hydrocephaly. Four days after the procedure, the patient developed hospital acquired pneumonia and was started on antibiotics. Additionally, the physician attempted to canalize the right occluded vertebral artery to improve posterior circulation, but was unsuccessful.

Manufacturer narrative:
During treatment of a subarachnoid hemorrhage from a ruptured left (pcom) posterior communicating artery aneurysm, the physician performed a cerebral angiogram; he attempted to coil the aneurysm, but was unable to place. An enterprise stent was deployed within the posterior communicating artery, and attempted to re-advance over the vascular reconstruction device without success. Several attempts were made, there was some stent motion and the catheter was removed. Patient had right vertebral occlusion proximally and left vertebral occlusion distally. The fusiform posterior communicating aneurysm on the left provided dominant flow to the basilar artery. Attempts to place a coil within the aneurysm were unsuccessful due to severe tortuosity as well as wide neck of the aneurysm. The patient was transferred to nicu for observation. One day after the procedure, neurosurgery placed a ventricular drain to relieve hydrocephaly. Three days after the index procedure, the physician attempted to canalize the right occluded vertebral artery to improve posterior circulation, but was unsuccessful. Additionally, during the angiography, it was noted that the pcom aneurysm was slightly diminished in size, with loss apparent filling of the area of ruptured. However, there was significant filling of the majority of the aneurysm, despite stent placement. Four days after the procedure, the patient developed hospital acquired pneumonia and was started on antibiotics. The patient converted from sinus rhythm to uncontrolled atrial fibrillation and congested heart failure on five days after the procedure, and cardiology was consulted. Eight days after the index procedure, the patient serum sodium was 160. Approximately two weeks after the procedure, the patient experienced acute respiratory failure, the family decided on comfort measures only, and the patient expired fifteen days after the procedure of respiratory failure. The physician feels the device was not related to the patient's death. There was no malfunction of the stent system. Unfortunately, the patient was at another hospital for 24 hours and the intervention was delayed. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01417825. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaints of failure to cross and migration could not be fully investigated without the return of the complaint device and/or procedural films for review. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and vessel factors, specifically the tortuosity may have contributed to the reported events.

Manufacturer narrative:
The patient converted from sinus rhythm to uncontrolled atrial fibrillation and congested heart failure on five days after the procedure, and cardiology was consulted. Eight days after the index procedure, the patient serum sodium was 160. Approximately two weeks after the procedure, the patient experienced acute respiratory failure, the family decided on comfort measures only, and the patient expired fifteen days after the procedure of respiratory failure. The physician feels the device was not related to the patient's death. There was no malfunction of the stent system. Unfortunately, the patient was at another hospital for 24 hours and the intervention was delayed. The coil that was attempted to be placed was a micrus endovascular cashmere coil 3mmx3cm ((B)(4)/lot# f5787). The enterprise stent was detached/place at the target site, and the same coil was attempted to be re-advance via vrd/stent and into the aneurysm. However, the coil could not make to the vrd/stent. After the stent motion occurred, the stent continue to cover the aneurysm neck. Prior to completing the case, the stent was patent. Medications consisted of home: acebutolol, allopurinol, xanax, colchicine, hydrocodone, lisinopril, nexium, plavix, pre-procedure: simvastatin and nicardipene, intra-procedure: fentanyl, versed, zemurol, anesthesia, and post-procedure-length of hospitalization nimodipine, protonix, zofran, morphine, oxycodone, benadryl, metoprolol,haldol, neutraphos, levaquin, vancomycin, potassium, lasix, digoxin, diltiazem, atropine, pepcid. The left vertebral artery is somewhat stenotic at its origin, and terminates in the pica, with no inflow into the basilar artery. The right vertebral artery is occluded at its origin, over approximately 6 cm. There is recanalization from multiple thyrocervical trunk branches, which supplies some inflow into the basilar artery. The predominant inflow into the basilar artery is provided by the posterior communicating artery on the left. This aneurysm has a fusiform 4 mm aneurysm, with an irregular area suggestive of site of recent hemorrhage. Attempts to coil the aneurysm were without success, as there is a wide neck and this is fusiform in nature. The 3mm coil continued herniation into the distal posterior communicating artery. As such, vascular reconstruction was performed as described. The enterprise vascular reconstruction device was placed from the p-com origin into the left pca. Afterward, there is reduced flow in the aneurysm. Attempts to recanalize the aneurysm were unsuccessful. Three days after the index procedure, the patient underwent a second procedure of the right vertebral artery occluded over approximately 6cm. This is occluded at the origin, which is not visible due to long standing occlusion. Attempts to find and recanalize the vertebral origin were without success. Posterior communicating aneurysm is slightly diminished in size, with less apparent filling of the area of rupture. However, there is a significant filing of the majority of the aneurysm, despite stent placement. This could not be coiled due to severe tortuosity and fusiform nature, and was treated with endovascular stenting only. This will be continued to be monitored on follow-up angiograms. Lr packaging l/n# 01417825, 13471805 per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01417825. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to correct the event type to ¿death¿. It was previously entered as "serious injury".

Event description:
During treatment of a subarachnoid hemorrhage from a ruptured left posterior communicating artery aneurysm, the physician performed a cerebral angiogram; he attempted to coil the aneurysm, but was unable to place. An enterprise stent was deployed within the posterior communicating artery, and attempted to re-advance over the vascular reconstruction device without success. Several attempts were made, there was some stent motion and the catheter was removed. Patient had right vertebral occlusion proximally and left vertebral occlusion distally. The fusiform posterior communicating aneurysm on the left provided dominant flow to the basilar artery. Attempts to place a coil within the aneurysm were unsuccessful due to severe tortuousity as well as wide neck of the aneurysm. Pt transferred to nicu for observation. Two days after the procedure, neurosurgery placed a ventricular drain to relieve hydrocephaly. Four days after the procedure, the patient developed hospital acquired pneumonia and was started on antibiotics. Additionally, the physician attempted to canalize the right occluded vertebral artery to improve posterior circulation, but was unsuccessful.